Event description:
It was reported that during a stenting treatment procedure the stent was not aligned between the marker bands. The target lesion being treated was located in the mid right coronary artery (rca). The lesion was predilated 7 times with a 2.50x12mm apex balloon catheter. The first two inflations to 4 atms, the third to 6 atms, the fourth and fifth to 10 atms, the sixth to 12 atms and the seventh inflation was to 14 atms. A 2.75x24mm veriflex stent delivery system (sds) was then advanced to the rca and under fluoroscopy it was noted that the stent appeared to be located distally on the balloon and was not aligned between the marker bands. The stent did not appear to have moved on the balloon. The device was removed and the procedure was completed with a different 2.75x24mm veriflex sds. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
Device evaluated by MFR: a visual examination of the returned device identified that the stent was pulled distally on balloon. This resulted in the proximal edge of the stent being positioned 2mm distal to the distal edge of the proximal markerband. A clear impression was visible on the balloon of where the stent had been crimped initially in its correct position. The distal end of the stent was positioned over the distal markerband. There were no visible signs of device use. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, the stent was not aligned between the marker bands. The target lesion being treated was located in the mid right coronary artery (rca). The lesion was predilated 7 times with a 2.50x12mm apex balloon catheter. The first two inflations to 4 atms, the third to 6 atms, the fourth and fifth to 10 atms, the sixth to 12 atms and the seventh inflation was to 14 atms. A 2.75x24mm veriflex stent delivery system (sds) was then advanced to the rca and under fluoroscopy it was noted that the stent appeared to be located distally on the balloon and was not aligned between the marker bands. The stent did not appear to have moved on the balloon. The device was removed and the procedure was completed with a different 2.75x24mm veriflex sds. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
(B)(4).